Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the patient presented for programming changes for his implantable cardioverter defibrillator to increase left ventricular output. The patient later reported "not feeling the same" since the changes were made and was noted to report to the ER with pneumonia. The patient was suggested to contact his doctor regarding his symptoms.